Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during prime. Customer's blood glucose was 200 mg/dl. Customer was advised to disconnect and reconnected tube and reservoir, insulin did exit with the plunger. Customer then performed a fixed prime and insulin didn't exit. Customer was advised to discontinue use of the device and revert to back up plan. The device is not being returned for analysis.